Manufacturer narrative:
Biomedical engineer reported that the device was being set up for a patient use when the error appeared. There was no delay of patient care. The device was removed from service and sent to the biomed office. The device was run overnight with no errors. No repair activity was required. The v60 was returned to service with no further issues.

Manufacturer narrative:
Date of report: (B)(6) 2021.

Event description:
It was reported to philips that the device had a proximal pressure sensor auto zero failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.